Manufacturer narrative:
The technician replaced the head hydraulic cylinder to repair the stretcher.

Event description:
While performing a function check, the technician observed when the hi/low was raised to the highest position, the head cylinder would drift to the lower position over a 24 hour period.